Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline power fault alarm. It was noted that the patient's driveline was 15cm from the exit site to the patient's side bend relief. The center was requesting information on if this was enough space to splice a new modular connector piece. Log file review revealed driveline power faults from (B)(6) 2025 at 18:51 until the end of the log file, with power b being the affected wire. It was noted that there was some corrosion of the socket in the power cables. It was recommended that the modular connector be replaced. The pump end connector was cleaned. No further driveline power faults or comm faults were noted post cleaning. The modular cable was replaced as part of the onsite troubleshooting for the driveline power faults. It was noted that a second modular cable was also replaced as part of troubleshooting. No issues were noted with this modular cable and exchanging this modular cable did not resolve the issue, but the modular cable was recommended to be exchanged by tech services.

Event description:
The modular cable (ln: 10591085) was replaced as part of the on site troubleshooting for the driveline power faults prior to the cleaning. It was noted that a second modular cable (ln: 10635588) was also replaced at the same time as the connectors were cleaned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline fault alarms was confirmed via the submitted log files but was not reproduced during evaluation of the returned heartmate modular cable. The reported event of corrosion on the inline connector was confirmed. On (B)(6) 2025 at 18:50:52, the log file captured a driveline power fault alarm due to power b broken faults on system controller, serial number (B)(6). The alarm was active for the remainder of the log file. On (B)(6) 2025 at 11:40:48, the controller periodic log files associated with system controller, serial number (B)(6), captured active driveline communication fault alarms, several were observed to be due to com a faults. Due the exact onsets of the remaining alarms not being captured, the causes of those alarms are not known. The system controller event log file captured the driveline communication fault alarms resolved after the driveline was disconnected on (B)(6) 2025 from 11:17:37-11:18:33 and from 11:21:58-11:22:56. These are consistent with the reported inline connector cleaning procedure. The driveline was reconnected, and the pump restarted as designed for the remainder of the log file. No further alarms were captured. The driveline communication fault alarms did not impact the system controller¿s ability to support the pump. The driveline power and communication fault alarms did not impact the system controllers¿ ability to support the pump and there were no other notable events captured in the log files. The returned modular cable, lot number 10591085, was visually inspected and corrosion on all the inline connector pins was observed. The modular cable was connected to a test system controller, mock circulatory loop, power module, and system monitor and run for an extended period without alarms or issues. The modular cable passed all other testing. The provided information indicated the modular cable, lot number 10591085, was exchanged, but the alarms persisted. An inline connector cleaning procedure was performed on (B)(6) 2025, and the alarms resolved. The modular cable, lot number 10635588, was replaced after the cleaning out of precaution. Covering the inline connectors during showers was also discussed with the patient. A review of patient history revealed previous confirmed driveline power fault and driveline communication fault alarms due to user error as the patient showered without a cover on the driveline exit site (manufacturer report number: 2916596-2025-00457). The root cause of the driveline power fault alarms was determined to be due corrosion on the inline connector of the modular cable and percutaneous cable. The corrosion was determined to be due user error. The device history records were reviewed and the records reveal that the heartmate modular cable, lot number 10591085, was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot driveline power fault alarms. The heartmate 3 instructions for use section 5, entitled ¿surgical procedures¿ and section 6, entitled ¿patient care and management¿ instructs the user to keep the driveline exit site as clean and dry as possible. This section also instructs users to never submerge the driveline, modular connector, system controller, or any external system components in water or liquid. The heartmate 3 instructions for use, section f, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.